Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A medtronic representative reported via the interdepartmental helpline solutions tracker of low blood glucose readings from the insulin pump. The customer's blood glucose was 29 mg/dl. The customer indicated that the settings on the pump may have caused the low and will speak with their doctor. The customer declined to speak with the 24 hour helpline. Customer was advised to call if issues persist.